Manufacturer narrative:
Additional information was received from the reporter stating that the event occurred during an unknown surgical procedure. There was no delay to the surgical procedure, a spare identical device was available for use. There were no reports of patient or user injury. There was no medical intervention or prolonged hospitalization associated with this event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not confirmed. A visual and functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device continued "to shut off and on". It was unknown if the device was used in surgery.  It was unknown if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.